Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the assy clamp barrel insert molded. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced crack barrel clamp, flange gripper retainer, lock label, rear door, rear case, front cover and right handle. Performed full calibration for dosing binary error. Replaced contaminated left iui. Replaced broken right iui and left handle. Replaced assembly harness door lock for failed door lock. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 01nov2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device was giving an error message "dosing binary". There was no patient involvement.

Event description:
It was reported that the device was giving an error message "dosing binary". There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device was giving an error message "dosing binary". There was no patient involvement.